Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a bent cannula, which led to cgm readings rising to 206 mg/dl. The patient resolved the issue by changing the infusion site and did not receive any alarm. The patient was involved in managing the situation, and no harm was reported.